Event description:
Per the clinic, the device was "damaged" during a procedure (type not specified) performed on the face of the patient. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.